Event description:
A complaint was received that when using a medisense pcx blood glucose meter, a high reading of 600 mg/dl was obtained when compared to a valid laboratory comparison of 400 mg/dl. When these values are plotted on a clarke error grid, they fall into the "c" zone showing the difference to be clinically significant. There was no report of death or serious injury or medical intervention.